Event description:
The customer reported approximately three drops of fluid leaked from probe of the coulter ac·t diff 2 analyzer onto the counter. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a gown at the time of the occurrence. There was no reported exposure to mucous membranes or open wounds. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the probe wipe was not correctly placed in correct position as the probe wipe was hanging freely (detached). The fse cleaned and correctly placed the probe wipe to resolve the leak. The fse also observed the platelets (plt) and hemoglobin (hgb) were not passing startup. The fse replaced the hgb lamp to resolve hgb issue and performed a decontamination which resolved the plt issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).